Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced overfill. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: tubes overfilled and automation line/ instrument has rejected these overfilled tube (siemens). 10 case yesterday and 10 cases today.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the device experienced overfill. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: tubes overfilled and automation line/ instrument has rejected these overfilled tube (siemens). 10 case yesterday and 10 cases today.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and the customer's indicated failure mode of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.